Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra 2 meter read inaccurately high when tested with control solution and also when compared with feelings/normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that she obtained a result of "186 mg/dl" when tested with a control solution range of "116-155 mg/dl". The patient also stated that she obtained a result of "200's mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes using a combination of lantus and humalog diabetes medications. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "shakes, nausea and sweating" 1 day after the alleged product issue began; however she denied that any treatment was received. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the control solution had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient performed a walk-through control solution test and the result was not in range, the patient was using the correct testing technique and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "shakes, nausea and sweating" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.